Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 27mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and heavy calcified iliac artery. Three mustang balloon catheters sizes, 6.0 x 60, 135cm, 6.0 x 80, 135cm and 8.0 x 40, 75cm were advanced for dilation. However, when the balloons was inflated by nominal pressure, the balloons ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and heavy calcified iliac artery. Three mustang balloon catheters sizes, 6.0 x 60, 135cm, 6.0 x 80, 135cm and 8.0 x 40, 75cm were advanced for dilation. However, when the balloons was inflated by nominal pressure, the balloons ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.